Event description:
A site representative, or rn, reported that during a tumor resection, and after successfully registering the patient, they were unable to track any instruments when going sterile. The site stated no metal was in the field. The surgeon chose to complete the procedure without the use of navigation. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient weight not provided by the site.device manufacturing date is unavailable at the time of this report..RMA issued. Replacement field generator shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds when the field generator was connected to a test system with the cranial application, the emitter immediately displayed red status and said "axiem emitter low drive error". Pin 24 to pin 25 on cable (B)(4) (coil #6) is open. Electrical failure directly caused event.